Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, a false negative result was obtained. Confirmatory pcr testing was performed, and the results were positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: sample no. 2131413860 was tested by rt-pcr for sars-cov-2 (nasopharynx and oropharynx swab in 0.9% saline solution), with a positive result and cts of 23.5 for the n2 gene and 21.4 for the gene e (genexpert). It was then tested on the bd veritor sars-cov-2, with a negative result.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1243379. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false negative was identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, a false negative result was obtained. Confirmatory pcr testing was performed, and the results were positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: sample no. 2131413860 was tested by rt-pcr for sars-cov-2 (nasopharynx and oropharynx swab in 0.9% saline solution), with a positive result and cts of 23.5 for the n2 gene and 21.4 for the the gene e (genexpert). It was then tested on the bd veritor sars-cov-2, with a negative result.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, a false negative result was obtained. Confirmatory pcr testing was performed, and the results were positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: sample no. 2131413860 was tested by rt-pcr for sars-cov-2 (nasopharynx and oropharynx swab in 0.9% saline solution), with a positive result and cts of 23.5 for the n2 gene and 21.4 for the gene e (genexpert). It was then tested on the bd veritor sars-cov-2, with a negative result.